Manufacturer narrative:
Product complaint #: (B)(4). 510 k: this report is for an unk - constructs: veptr/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: swarup, I. Et al. (2020), impact of growth friendly interventions on spine and pulmonary outcomes of patients with spinal muscular atrophy, european spine journal, vol. Xx, pages 1-7 (USA). The aim of this study is to assess the effect of growth friendly constructs and chest wall support (cws) on spinal deformity correction and pulmonary function in patients with spinal muscular atrophy (sma). A total of 66 patients with a diagnosis of smz were treated with growth friendly constructs. Theam mean age of the patient was 7.3 years with a range of 1.9-12.8 years. 17 patients were treated with an mcgr and 47 patients were treated with a veptr. Mcgrs were used starting in 2013, and since that time,17 patients were treated with an mgcr and 11 patients were treated with a veptr. All patients were followed-up with a minimum of 2 years. The following complications were reported: 44.7 percent of patients had complications. 47 percent had implant failure/migration. 29.8 percent had surgical site infection/deep infection. 8.5 percent had pain. 10.6 had other complications. This report is for an unknown synthes veptr. This is report 2 of 2 (B)(4).